Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switch due to far r-wave oversensing was observed on the implantable cardioverter defibrillator. Programming modifications were performed. The patient¿s condition was stable.